Event description:
It was observed that during the device evaluation, the subject device exhibited big pinhole on both the distal end objective lens glue and light guide lens glue. In addition, there is no adhesive (ke45) at the distal forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: big pinhole on the glues of the lens and missing adhesive at the forceps cover is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.